Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "upon initiation, iabp pumped 3x vented to air, helium loss 3 changed out the pump, same issue, then changed the iab and worked fine. Before they changed the pump, the bpw showed a significant drop in the baseline, which looks like a possible pneumatic issue". No patient harm or injury. The patient status is reported as "fine".